Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that advanced appl inner shaft was observed broken at the proximal coupling connection, fragment remained stuck on the mating nut device (part number: 03.812.004 applicator knob). No other issues were identified. A dimensional inspection and functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the advanced appl inner shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.812.521, lot # 4l66142, manufacturing site: werk hagendorf, release to warehouse date : 14 aug 2019, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a transforaminal lumbar interbody fusion (tlif) (l4/5) for spondylolisthesis on (B)(6) 2024. In the surgery, when the surgeon turned the inserter down to attach it to the cage, it fell to the floor where the shaft slid straight out. A new product was used. The surgery was completed successfully with no surgical delay. After the surgery, it was confirmed that the tip of the handle side of the shaft was missing, which remained inside the handle and could not be grasped at all. It is unknown at what point the breakage occurred. Patient was stable. This report is for a t-pal advanced applicator inner shaft. This is report 3 of 3 for (B)(4).